Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function properly. The pst had to extremely over occlude the roller pump to reproduce the 'pump underspeed' and 'belt slip' messages. The roller pump ran for three hours properly occluded with no 'pump underspeed' or 'belt slip' message. Per data log review, only the pump log was provided. On (B)(6) 2021 the large roller pump was started and reported an 'underspeed (head < demand)' message. This will cause an underspeed alert as reported. This occurred four more times followed by an 'underspeed (belt slip)' message. This will cause the reported belt slip message. The pump was power cycled. The reported events can be caused by over occluding the pump. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt tightened the belt tensioner as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with a six inch roller pump in the arterial position prior to cardiopulmonary bypass on (B)(6) 2021. The team set up and primed the circuit without issue for a procedure. Just prior to going on bypass, just after the perfusionist handed up the lines to the sterile field, she received a two messages on her roller pump, belt slip and underspeed. She turned the pump off and back on and additionally un-plugged and re-plugged the roller pump back into the base. This mitigation was successful and she was able to use the arterial roller pump for the remainder of the procedure. There was a few minute delay in the start of the surgical procedure due to this roller pump in the arterial position. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per the user facility, an 'under speed' message displayed on the roller pump. The perfusionist in the operating room was recirculating the roller pump so it was unplugged and plugged back in to reset the pump. The pump ran with no issues for approximately 30-45 minutes. When the roller pump was pushed up to the table to take lines, a 'belt slip' message displayed. Again the perfusionist unplugged the roller pump and plugged it back in to reset. The field service representative (fsr) could not verify the reported complaints on the roller pump. He replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the arterial position displayed 'under speed' and 'belt slip' messages. The roller pump was rebooted and the issue resolved allowing the case to continue. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the patient.